Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer believes the infusion sets caused her low and hospitalization. The customer turned off the pump when they were having the lows. Customer also went into diabetic ketoacidosis at some point. The insulin pump will not be returned for analysis.